Event description:
Patient was treated with zyplast in the nasolabial fold areas and approximately one week post treatment experienced erythema and inflammation at the injection site on the left side. Physician treated the patient with oral ceftin and keflex 500mg.